Event description:
Patient complained of receiving an un-intended output during an electrotherapy treatment. The patient did not have any visible injuries in the area of treatment.

Manufacturer narrative:
Awaiting device return and evaluation. Upon evaluation of the device, all findings will be reported via the form 3500a. Upon initial investigation, the customer did not want to return the device. The customer indicated that they had not plugged the device into ac mains properly, and one of the device enclosure screws was loose. The customer rationalized that this was the source of the patient event. The device user manual does advise the user to such conditions and to discontinue the use of the device. See attached manual excerpt. In additional follow-up communication, the customer agreed to return the device for evaluation. The customer could not provide additional treatment or patient details.